Event description:
Philips dreastation auto CPAP recall. I have contacted philips and said that it could take up to a year for them to replace/repair all of the units and they cannot tell me where my husband is on the list to receive a new/repaired unit. I found this unacceptable that they could not tell me where he is on the list to see if we were close to getting a new one or if it was going to be months. I did ask if we purchased another machine if they will refund our money to us for the unit that is on the recall list and they said that they will not refund our money. My husband has had loss of sleep and fights to get through the day because of not having a CPAP machine. These machines cost a lot of money and after much consideration my husband and I decided to get him a new machine so he can start feeling rested again. Now between the two machines we have spent close to $1500.00. I know that the FDA is still working with them on the recall and I wanted to reach out to see if you could also work with them so they will also give customers their money back if they cannot wait for another machine. FDA safety report ID # (B)(4).